Manufacturer narrative:
A customer reported false susceptible amoxicillin/clavulanic (amc) results for a neqas survey sample (ukneqas 3866) with the vitek® 2 ast-n283 test kit. An investigation was performed. Identification of the submitted organism was confirmed, and testing included one (1) card from two (2) lots of ast-n283 cards (7030363203 and 7030299403). The reference method used for the development of the drug was performed in parallel of vitek 2 testing. The agar dilution (ad) for amc (with a fixed ratio of amoxicillin/clavulanic acid at 2:1), which is the method used for amc01n formulation in ast-n283 card, gave mic = 8/4 mg/l s, so within one doubling dilution can be s or r. Broth microdilution (bmd) with a constant concentration of tazobactam, which was the method used for tzp03n development: tzp mic>/= 128/4 mg/l r. On vitek 2 v7.01 , the ast-n283 results were: the amc value (8/4mg/l) is within essential agreement with the reference mic (ad - 8/4 mg/l s) and the intended neqas result (16/8 mg/l) and no category error. Susceptible customer result is reproduced, amc mic is on the breakpoint. The tzp value (>128mg/l) is within essential agreement with the reference mic (bmd - >/= 28/4 mg/l r). Susceptible customer result is not reproduced for tzp. Conclusion : the vitek 2 ast-n283 card performed as intended and no further action is required.

Event description:
A customer from (B)(4) reported to biomérieux a false susceptible result for an escherichia coli (B)(4) survey sample (B)(6) with the vitek® 2 ast-n283 test kit. The customer reported that the e. Coli sample should have been resistant for amoxicillin/clavulanic acid according to (B)(6), but was susceptible with the ast-n283 card, twice. The customer stated they followed (B)(4) procedure. The customer performed a disk diffusion and the result was resistant for amoxicillin/clavulanic acid. There was no patient involvement as the event was for a survey sample. A biomérieux internal investigation will be initiated.